Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-13. H.6. Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received three unused insyte autogurad bc 22ga units in sealed packages from material number 381023, lot number 9241830. In addition, seven photographs were submitted which displayed similarities to that of the returned units. A visual evaluation was performed on the returned samples. Two of the samples displayed packaging trim inside of the sealed packages and one on the out of the package. The other package displayed black substance on the needle cover. A black foreign matter was observed with the third unit. This unit required spectral analysis testing. The foreign matter could not be defined. The reported issue was confirmed. The two units with the packaging trim observed in the seal confirms this defect resulted from the manufacturing process. Since the third unit was returned in a sealed package, the root cause of the black foreign found on the needle cover is most likely linked to the manufacturing process as well. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text: see h.10.

Event description:
It was reported that prior to use with 3 bd insyte¿ autoguard¿ bc shielded IV catheter foreign matter was discovered on catheters. The following information was provided by the initial reporter, translated from japanese to english: during checking at spd, black spots (fm) were found onto 3 catheters.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 3 bd insyte¿ autoguard¿ bc shielded IV catheter foreign matter was discovered on catheters. The following information was provided by the initial reporter, translated from (B)(6) to english: during checking at spd, black spots (fm) were found onto 3 catheters.